Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device was not communicated. A technical support specialist all devices was in critical override. Messages were crossed as the interface was current. The purge was hindering accurate messages about message status. The server will remain under monitored. The system functioned as intended after the technical support specialist resolved the device.

Event description:
It was reported that when using the bd pyxis¿ es server all medes stations were not communicating. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server all medes stations were not communicating. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.